Manufacturer narrative:
Patient information is currently not available. A biomedical engineer performed a checkout of the equipment and was not able to confirm the reported complaint during troubleshooting with ge healthcare technical support. The sensor interface board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed including a volume vent only' alarm, indicating a loss of ability to ventilation in volume mode. There was no report of patient injury.